Manufacturer narrative:
Subsequent to the submission of initial medwatch MFR report #9615050-2014-03180 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of clindamycin. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the air filter vent on the piercing pin of the tubing set. No specific details were provided; however, the customer contact thought the leak may have occurred during backpriming of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of clindamycin. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the air filter vent on the piercing pin of the tubing set. No specific details were provided; however, the customer contact thought the leak may have occurred during backpriming of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.